Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. An initial accu tni result of 1.39ng/ml was obtained. The accu tni result was not reported out of the lab. The customer tested the pt original sample for accu tni on another instrument in their lab. The accu tni result obtained from another instrument was 0.67ng/ml. The customer re-peated accu tni testing on this instrument, the repeated accu tni results were 0.05ng/ml, 0.04ng/ml and 0.05ng/ml. The customer then re-tested the pt original sample for accu tni on the access 2 instrument. The repeated accu tni results were: 0.05ng/ml, 0.06ng/ml and 0.05ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to the event. System check performed on 5/14/2006 (prior to the event) passed. The sample was collected in lithium heparin tube. A field svc engineer (fse) was dispatched to the customer lab on 5/14/2006. The fse performed a major preventive maintenance (pm) to the instrument. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.